Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. No unexpected error or alarms noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners, reservoir tube lip, cracked liquid crystal display window and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed motor error during the fill tubing procedure. The blood glucose reading was 96 mg/dl. No significant events leading to the alarm were observed. The customer also reported a no delivery alarm for which troubleshooting was declined. Advised discontinuation of the insulin pump. Nothing further reported.